Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that as the surgeon was squeezing the handle, the clips did not perform regularly. They did not sit in the applier jaws. The procedure was completed with another instrument and there was an extended or time of 70 minutes. This product is being returned under airway bill.